Event description:
Patient underwent hallux ipj fusion procedure for great left toe on (B)(6) 2015 and two speed devices (sizes 09-07 and 11-10) were implanted. At four months post operative, it was noted during follow-up appointment that staples were "backing out". Devices were explanted on (B)(6) 2016.